Event description:
It was reported that a patient had vocal cord paralysis as indicated by an ent. The vocal cord paralysis occurred after replacement surgery which occurred on (B)(6) 2016. Vocal cord paralysis is a known potential adverse event associated with surgery and is addressed in vns labeling. No additional relevant information has been received to date.